Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted due to vaginal and rectal prolapse; concurrent procedures-lso, graft augmented rectocele repair and perineorrhaphy, repair vaginal vault prolapsed and enterocele. It was reported that the patient experienced pain, erosion of her internal bodily tissue, painful intercourse, and bowel problems, and exacerbation of prior conditions such as interstitial cystitis. It was reported that the patient has undergone additional surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.